Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's mother was going to give him a bolus when they received a battery out limit alarm on the insulin pump. Customer's mother tried a new battery but the pump still shut off. Customer's mother put in another battery and the pump is working fine now. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer's mother stated that she cannot remove the belt clip and will call back.